Manufacturer narrative:
(B)(4). Additional information: hospitalization box checked.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of dyspnea and worsening mr, as listed in the mitraclip nt system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined. The reported mr appears to be due to the slda, and the dyspnea and fatigue, cascading effects of the mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2016 to treat functional mitral regurgitation (mr) with an mr grade of 4. One clip was implanted reducing the mr to 1-2. In (B)(6) 2017, the patient experienced fatigue and dyspnea. An echocardiogram was performed and it was noted that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to 3-4. On 8/18/2017, two additional clips were implanted reducing mr from 3-4 to 1. The patient was noted to be stable. No additional information was provided.